Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the received device was performed and found the insertion portion of the device broken off and bent below the metal protector boot. The bent insertion portion area of the device caused the working length insertion portion to break off, when the slider was manipulated. In addition, the stylet wire was found to be missing from the aspiration port. The missing stylet was not returned for evaluation. The cause of the broken/detached and bent insertion portion is due to excessive force during use and user mishandling. Based on the investigation findings, the cause of the device damage can be attributed to user error due to not following the instrument¿s IFU. The na-201sx-4021 instruction manual provides the user several warnings to prevent damage to the instrument. ¿do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur. Do not insert the instrument into the endoscope unless the needle is retracted into the sheath. Confirm that the needle slider is pulled until it clicks and is locked by the needle adjuster before insert the instrument into the endoscope. Otherwise, the needle¿s distal end may pierce the endoscope¿s instrument channel or the needle¿s distal end may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as infections, perforation, bleeding, or mucous membrane damage. It may also damage the endoscope or instrument. Do not insert the instrument into the endoscope unless the sheath adjuster is in the proximal position and the sheath adjuster knob is tightened. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.¿

Event description:
Olympus was informed during a diagnostic ebus procedure, the coil from the sheath surrounding the needle broke off and lodged in the patient¿s airway. It was reported that the coil was retrieved utilizing forceps. There was no bleeding reported. Additionally, it was reported that the surgeon extended the needle over the scope instead of attaching it appropriately. The surgeon then felt resistance and withdrew the needle. The surgeon observed that the needle was bent and attempted to straighten the needle out with his hands. The needle was then reinserted into the scope resulting in the coil breaking. The intended procedure was completed with a similar device. There was no patient injury reported.